Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient's wound is reportedly healed. This is the final report.

Event description:
The company was informed that the recipient underwent a wound revision procedure in (B)(6) 2014. The recipient's wound has reportedly healed. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.